Manufacturer narrative:
With current information, the lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this left ventricular lead was not functioning properly. Loss of capture was noted at max output, and pacing impedances of greater than 2500 ohms were noted. No adverse patient effects were reported, and the physician will continue to monitor the lead.